Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 - device not returned. Additional information provided: repeatedly searching for the fat layer can easily cause damage to the fat layer, leading to local pain, swelling, and discomfort in patients. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if pain, swelling and discomfort was observed in the patient? Were there any patient consequences? Information requested is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the operation, the doctor used suture to suture the patient's fat layer, but the problem of pulling off suture needle happened and got stuck in the fat layer. The chief surgeon and assistant carefully searched for the needle one by one, and after finding it, they checked with the circulating nurse to see if it was intact. They then replaced it with another suture of the same batch number and successfully completed the surgery. Additional information has been requested.